Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 8, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added lot number). D10 (device availability - added date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Method code#1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 4210 - leakage/seal259 - improper physical structure. Conclusions code: 4315 - cause not established. The actual sample with tubing having been connected to the blood outlet port with cable ties. Visual inspection found blood adhering on the end of the tubing and a scratch had been generated on the blood outlet port near the tubing. Leak test was performed by circulating colored physiological saline in the blood channel of the actual sample under the condition of 300 rpm and 200mmhg pressure, leak was observed at the scratch on the blood outlet port. No leak was observed in the remainder part of the actual sample. The tubing was detached and then the actual sample was subjected to a pressure by gravity while the outlet port was occluded with fingers, no leak from the blood outlet port was observed. Magnifying inspection of the blood outlet revealed that the scratch had developed from the edge of the port. The dimensions of the blood outlet port were measure on the area where no dents were generated. Compared to a current product sample, it was confirmed that there was no difference in the dimensions. A representative retention sample was also reviewed for damage in the area of the arterial outlet. No damage was observed. Review of the device history and the incoming inspection record of the involved product/lot# combination confirmed there was no anomaly in them. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was a leakage at the arterial outlet of the oxygenator. No patient involvement. The product was changed out. The surgery was completed successfully.